Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No cosmetic damage noted.

Event description:
Customer reported receiving a motor error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.